Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced urinary retention, post void residual volume of 375ml, provider taught patient ic with pessary in place, unable to self-catheterize, pessary removal and elevated post void residual volume of 250 ml, and urinary retention that did not improve with pessary placement. The patient was hospitalized for a urinary tract infection, pyelonephritis, and pancreatitis two weeks after pessary removal. Provider noted if the prolapse was causing her retention it may improve with surgery however this is unlikely given that it did not improve with the pessary. The patient had a robot-assisted sacral colpopexy with mesh implantation, posterior colporrhaphy with enterocele reduction, urethrolysis, and two vaginal foreign body removals under general anesthesia. During surgery, device erosion noted in the left lateral sulcus, and a surgical stitch noted in the right lateral sulcus. It is unclear if all symptoms are related to the device.